Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:30 am due to receiving higher than normal blood glucose results from her prodigy diabetes meter. The end user passed out and her blood glucose reading at the time of the medical event was 73 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 43 mg/dl. The end user was transported to the ER and could not recall if the paramedics administered any type of treatment. Upon arrival to the ER the end user's blood glucose was 93 mg/dl and no treatment was warranted due to her reading was within normal range. After 7 hours at the ER the end user was discharged with a blood glucose reading of 105 mg/dl. No additional details were provided in relations to this medical event.